Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy or exposure. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and to complete the procedure radiographer operated the footswitch from the control room under the doctor¿s direction, causing a delay. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch was unable to trigger fluoroscopy or exposure. Upon troubleshooting fse found that switch 2 was not functioning and internal microswitch or cable was probably faulty. To resolve the issue, fse replaced the footswitch. The defective component was returned to philips for analysis and found that the button, joystick, handle, and switch were not working correctly. The system was returned to use in good working order. The codes were updated based on the investigation outcome.